Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned; therefore, the visual inspection of the returned product identified nicks, gouges and scratches on both inferior and superior side. There was no cement observed on the inferior side of the tibial component. However, it was reported by the complainant that good cement adherence to underside of tray was observed. Compatibility check noted no issues. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona articular surface #42521400710 lot 62893875, persona femur #42500606402 lot 63076293. (B)(6). The complaint device will be returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient was revised due to tibial loosening. There is no additional information at this time.